Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The instrument associated with the reported event was not returned. The product lot code required to identity the manufacture date was not provided. A search of the complaint database found additional reports of sp2 tibial radel impactor damage/breakage. Previous reports were investigated and the root causes attributed to misuse and/or product wear out. The investigation could not draw any conclusions about the current reported damage based on the lack of the instrument to examine. Based on the inability to confirm the reported event and the inability to identify root cause, the need for corrective action is not warranted. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The above item cracked during normal use. A replacement is required.